Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly. Physio-control determined that the cause of the reported failure was due to a resistor, designator r7 on the therapy pcb assembly, being open. This resistor being open, caused the device not to detect any electrodes being attached.

Event description:
It was reported to physio-control that the customer¿s device would not charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.